Event description:
It was reported that during a follow up in clinic, crosstalk oversensing and intermittent sensing was noted on the right atrial (ra) lead. Abbott technical support was contacted, however, no intervention has been performed. The patient was in stable condition.